Event description:
Caller reported aviva system 1 results: 195 mg/dl at 7:13 am 358 mg/dl at 7:19 am 538 mg/dl at 7:20 am aviva system 2 result of 100 mg/dl at 7:24 am. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4)

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.